Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for a contraindication to anticoagulation and extensive venous thrombosis. The right common femoral vein was accessed using a micropuncture technique and a 6 french sheath was inserted into the external iliac vein. A venacavagram was performed and revealed no filling of the left common iliac vein and there was adhered thrombus floating within the ivc with the tail of the thrombus in the infrarenal position. A long 6 french sheath was passed beyond the tip of the thrombus and the filter was deployed in the infrarenal position with the struts beyond the tip of the thrombus within the ivc. A completion venacavagram revealed the filter to be aligned axially and coapted completely against the wall of the ivc. There was no evidence of contrast extravasation and the entirety of the thrombus remained in the position it was located prior to deployment of the filter. The sheath was removed and manual pressure was held for hemostasis. After adequate hemostasis, the patient was transported back to the progressive care unit hemodynamically stable. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins for history of dvt and contraindication to anticoagulation. No deficiencies were reported within the medical records. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. Failure of filter expansion/incomplete expansion. Insertion site thrombosis. Filter malposition. Vessel injury. Arteriovenous fistula. Back or abdominal pain. Filter tilt. Hemothorax. Organ injury. Phlegmasia cerulea dolens. Pneumothorax. Postphlebitic syndrome. Stroke. Thrombophlebitis. Venous ulceration. Blood loss. Guidewire entrapment. Pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired post vena cava filter deployment (date not provided). No other pertinent patient or medical information was provided leading up to or surrounding the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death. Medical records were received and reviewed. The vena cava filter was deployed in the infrarenal ivc without incident for a contraindication to anticoagulation and extensive venous thrombosis. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.